Event description:
It was reported that when the table of a prestige vh x-ray system was tilted to 90 degrees and the patient was stepping onto the foot rest, the foot rest gave way and slid downward four to five centimeters along the table railing. The patient didn't fall and there was no injury reported as a result of this event.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation is completed, the root cause was determined to be use error since the foot rest showed signs of damage caused by impact. This damage caused deformation of the locking mechanism which then affected the locking effectiveness. The site was corrected by replacing the foot rest. No further actions are planned at this time.